Manufacturer narrative:
Despite multiple attempts, the proper serial number of this device was never provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had fractured and was exhibiting high out of range pacing impedance measurements, oversensing of noise, and loss of capture at high pacing threshold outputs as well. Surgical intervention was performed and the ra lead was abandoned and replaced. No additional adverse patient effects were reported.